Event description:
A facility reported "dirt" was found in a surgical patty (ID 801407) when it was opened during a procedure prior to patient use. Therefore, another product was used to complete the procedure. There was less than 30 minutes of surgical delay in the procedure, and no adverse consequences was observed. According to information provided, it is unknown how and where the product was stored.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The surgical patty (B)(4) was returned for evaluation. Device history record (DHR) ¿ there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a burn mark was observed on the face and rear of the pattie around the area of the green string. Root cause analysis - the complaint can be confirmed. A cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the patty. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the patty and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each patty and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Applicable operators will be retrained to properly inspect for burns.

Event description:
N/a.